Manufacturer narrative:
It was reported that "their wheelchair tilted when turning into their living room and customer fell on floor. Customer had to call someone for help. Customer noticed the wheelchair being shaky and is not sure what the issue on the chair is." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
Customer states "their wheelchair tilted when turning into their living room and customer fell on floor. Customer had to call someone for help. Customer noticed the wheelchair being shaky and is not sure what the issue on the chair is."